Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. It was confirmed that the actual sample was no longer available for evaluation; therefore, section d10 has been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator that leaks. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. 510(k): k130280. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product release decision control sheet of the involved product code/lot number combination revealed no findings. (B)(4).

Event description:
The user facility reported that the involved capiox fx05 device was used pre-treatment. There was a leak near the reservoir outlet, filters at the outlet of the venous reservoir. The housing was cracked and leaked. The event occurred priming, and the patient was not involved during the incident and was not harmed. The product was changed out. There was no blood loss. The procedure was completed successfully.